Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for non-malignant pain and complex reg pain syndrome type I . It was reported that the patient had a burning sensation at the implantable neurostimulator (ins) site all the way up their spine. It was a reoccurring issue. The first time it was burning and inflamed was at least a half year ago and went away. It was not consistent and as intense. Little things like the belt would trigger it. 2 months ago it started non-stop. It was inflamed and really puffy around the lead and it did not look very healthy right now. The patient's disease had been progressing the last 3 weeks. The patient was 87 lbs. And losing weight progressively even though they ate 3 times a day. They had head rushes, pain all over their body including face, twitching, bones pop when sleeping, and expressed pain in their sleep. The device never allowed their body to relax and stimulation was not covering their pain in the upper body any more. Additional information was received from a consumer on (B)(6) 2019 reporting that the patient had an altered mental status and everything was coming to a halt mentally. It was thought to be due t o the heat and that the heat triggered something. This was reported to have occurred in the past but the reporting consumer had noticed it the past 2 days. There was a shocking sensation described as popping where their whole body was popping in their head, chest, when they breathed, etc. And it was like shocking was coming from the leads. Their whole body was out of control and they got dizzy when they got them in their head. After the flow of energy they were tied and could not keep their eyes open because it took all their energy starting recently "like 2 days ago." The patient's symptoms were getting worse and the disease was progressing quickly. The calling consumer could see the lead wire in the patient's back. The patient could not stop shaking and twitching really bad. A manufacturer representative was requested by the consumer. Additional information was received from the consumer via a manufacturer representative on 2019-aug-01 reporting that the stimulation was off the patient still felt shocking. The crps symptoms were worse and were not under control at all. With the stimulator turned off during the patient meeting, the pain got worse. The consumer was asked but could not recall any environmental factors that may have contributed to the event. The stimulation was turned off. The issue was not resolved. The consumer was looking for a new hcp. It was asked but unknown if a surgical intervention would be planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Caller reported the same issues that have already been reported. Caller reported patient's weight is down to 80 lbs because patient barely eat. Caller re-iterates that every time patient charges the ins they experience burning and shocking sensation. Patient lost their programmer and unable to adjust stimulation to help with patient's pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-aug-02. It was reported that the rep did not know the cause of the shocking, but they told the patient to turn the stimulation off to determine if it was causing the shocking. The rep noted that the mental status change occurred in the heat and the patient¿s husband said it was from the heat. With the device off, the patient still had symptoms, and the patient was directed to see a pain doctor as soon as possible. The patient later reported that they were having high amounts of inflammation and was swollen more often than not. On the day of the report, it was noted that it was the first time that the patient felt real shocking sensations throughout her back from the stimulator and they were disabled. In the end, the patient stated that they were seeking for other alternatives to help with their problems. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.